Event description:
It was reported that the pt has had fluctuations in the basal electrode impedance and very poor performance (poorer then expected), since her activation three months ago. At one point she supposedly had loudness percept on electrode channel 8, but no longer does. User feels that "insect like high pitched sound" from implant is nearly unbearable and has not improved. Several different parameter changes have been tried to alleviate the irritation from the high pitched sound, but without success.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.